Event description:
Right ij (internal jugular) line was placed approximately 3 months ago and was used for long term nutrition for premature infant. Approximately three months later, rn noted swelling to right chest and chest x-ray was done which showed that tip was not in chest but was now near the clavicle. Line was removed by pediatric surgeons.